Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/28/2016, that on (B)(6) 2016, the receiver displayed a error err68. There was no report of injury or medical intervention. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Data was downloaded from the receiver and reviewed, finding multiple firmware errors. The complaint of a displayed error icon was confirmed. The root cause could not be determined.